Manufacturer narrative:
The t:slim g4 cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling a cartridge with 300 units of insulin. Customer used cold insulin to load cartridge. No reported adverse impact the customer¿s blood glucose. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.